Event description:
Customer has processed the richard wolfe coagulation suction tube in the steris system 1 processor. After processing the scope in the system 1, it would then be utilized in a procedure. The hosp reported that pts started becoming ill following procedures utilizing the richard wolfe device. These pts were tested by the hosp and were all discovered to have cultured positive for same unique organism, ochrobactrum. Additionally the hosp tested the richard wolfe device used in each procedure and discovered that the internal lumen of the device also cultured positive for ochrobactrum.